Manufacturer narrative:
The sample is available for evaluation. A follow up medwatch will be filed upon completion of baxter's investigation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. (B)(4)

Manufacturer narrative:
Evaluation summary: the reported condition of the male end broke-off in the y connection was confirmed. The tip of the luer lock broke off inside the luer activated y site. The assignable cause could not be determined. The baxter (B)(4) supplier will been informed of this report. (B)(4)

Event description:
Customer reported the male end broke-off in the y connection. It is unknown when the reported condition occurred. The sample is available for evaluation. No additional information is available.